Manufacturer narrative:
Catalog #: the cat # initially reported was incorrect. The correct cat # is 368836.

Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation: bd received samples and a photo from the customer facility for investigation. The customer samples and photo were evaluated and the customer¿s indicated failure mode of sleeve leakage and blood pooling within the flash chamber of the device with the incident lot was observed. Rationale: a review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd is aware of the issue of blood pooling within the flash chamber of the device and further investigation has been initiated. Conclusion: based on evaluation of the customer samples and photo, the customer¿s indicated failure mode of sleeve leakage and blood pooling within the flash chamber with the incident lot was observed. Upon inspection of the customer samples and review of the photo, samples did not meet the required specifications. Based on the investigation, a root cause could not be determined for the sleeve leakage. (B)(4).

Event description:
It was reported during use of the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was blood leakage at the needle end. There was no report of injury or medical intervention.